Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports shortness of breath and lung nodules. Md seen and a CT scan was done to diagnosis lung nodules, albuterol prescribed for sob. Customer states that the md does not know the cause of the lung nodules but states they could be from chemical exposure/allergies. Customer states no improvement since discontinuing use of the soclean. Customer does not maintain CPAP equipment as indicated in the IFU.